Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 hours or more hours of insertion. Infusions sets were used for 4-6 hours. The insertion of the site was the abdomen. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient one time replaced both and another time replaced infusion set only. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).